Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, when advancing the orange sleeve over the stent it got caught on the suture. The sleeve was pulled back and then advanced successfully over the stent barb. The device was advanced and attempted to be deployed at the target site; however the suture would not release and the guide catheter could not be retracted to deploy the stent. As a result, the procedure could not be completed. However, there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed the guide catheter to be broken, therefore this is now an MDR reportable event.

Manufacturer narrative:
Patient's age, gender, and weight are unknown. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4) - the event of guide catheter broken. The stent component and delivery system were returned for evaluation. The suture was found detached from the push catheter and was not returned. The orange stent flap cover was successfully advanced over the stent barb. The outer diameter of the ro marker was measured and found to meet specifications. Visual evaluation of the device revealed the push catheter to be buckled and the suture hole of the push catheter to be deformed. The guide catheter was found stretched, broken, and buckled near the hub. A guidewire was found stuck in the guide catheter and could not be removed. No damage was noted to the guidewire. A suture mark (kink) was noted at the distal end of the guide catheter, indicating the suture embedded inside the guide catheter during the attempted deployment. The stretched and broken guide catheter indicate force was exerted when the stent was attempted to be deployed. The noted damages are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record could not be performed since the lot number was not provided in the complaint.